Manufacturer narrative:
The device was received with a full segment display due to faulty x2 I/b. The device was received with cracked case at display window corners, reservoir tube, reservoir tube window corners and battery tube threads. The device was received with minor scratched lcd window, and with slightly loose drive support disk. (B)(4).

Event description:
It was reported that the customer dropped their insulin pump, and it does not work anymore. It was reported that the customer tried different batteries, but the problem persist. It was reported that the device would be returned and replaced. No further information provided.